Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose of 25 mg/dl. The customer attempted to treat with cake and orange juice but she could not keep the food down; she vomited. Ems then treated her with a glucose IV and transported her to the ER. Troubleshooting was declined for the low blood glucose. The customer believes that her low blood glucose was caused by a reservoir recall. No products were returned or replaced.